Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers gd894709 and gd895078 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unspecified date one month prior to receipt of this report, the patient was hospitalized for catheter replacement surgery due to peritonitis. The cause of the peritonitis was not reported. Treatment and outcome were not reported. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this report is a duplicate of report 1416980-2013-32169. All investigation activities will be captured under report 1416980-2013-32169.